Manufacturer narrative:
The provided session records were reviewed by technical services. It was noted that the rv and lv lead impedances were high, consistent with damage. Erratic sensing was seen on therapy episodes, consistent with possible lead dislodgement. The delivery of some therapies appeared to convert the rhythm or the rate fell below the programmed detection zone. Other therapies did not appear to convert. The device appears to have behaved as programmed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related MFR report number: 2017865-2024-03204. It was reported that a patient was implanted this implantable cardioverter defibrillator (ICD) on (B)(6) 2024. It was reported that the ICD and right ventricular (rv) lead were defective and incorrectly implanted leading to inappropriately shocked the patient resulting in permanent pain, mental anguish, and disfigurement up until his death on (B)(6) 2025.